Event description:
The provider states the right foot plate hinge is broken. The end user told the dealer that she leaned forward and put some weight on the footplate and that caused the hinge to snap.